Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal/ paravaginal repair, posterior colporrhaphy, biopsy of vaginal cuff due to pop, sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring. A review criteria. Of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal vault prolapse, urinary retention, cystocele and recurrent urinary tract infection. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned